Event description:
It was reported that during a ptca procedure, the physician experienced deflation difficulties. Attempts to deflate the balloon were unsuccessful. The physician then pulled the balloon back into the guide catheter and removed the entire system. Pt status is listed as "okay".